Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), the hf unit "esg-400" generator displayed an e433 internal hardware error message and kept rebooting during preparation for use for an unknown therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Olympus technical assistance center (tac) recommended that the unit be returned for evaluation. At the time of the call, it was decided that the device would not be arranged to be returned at that time. The customer later provided that the failure was related to user error and the device would not be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. As the device was not returned for evaluation, the customer¿s allegation could not be confirmed. However, temporary errors listed in the technical cause could have been the cause for the occurrence of error message e433 reported by the customer. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (permanent error). 8) defective relay board (permanent error) a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Presently, an in-depth investigation of the high voltage power supply board (hvps) boards with error message e433 is being carried out by research and development. In general, in the case of permanent error patterns, it can be assumed that only one component is faulty. Multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use, a suitable replacement device must be provided during an application. Supplemental report(s) will be submitted when any relevant new information is available. Olympus will continue to monitor the field performance of this device.